Event description:
It was reported that the customer's blood glucose climbed when she uses her insulin pump. It was stated that a diabetic clinic loaned her another insulin pump and the customer's blood glucose came down to normal. The customer re-connected her insulin pump and her blood glucose rose again. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.